Manufacturer narrative:
Age at the time of event 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous right superficial femoral artery. During post deployment of an unknown stent, the 6.0 x 60/135mm sterling monorail balloon ruptured at a pressure of 6atm upon its 3rd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.